Event description:
It was reported that a notification from the pacemaker was received about atrial intrinsic amplitude being out-of-range at about 0.3 millivolts (mv). Intermittent atrial undersensing was also observed on the stored electrograms (egms), the atrial sensitivity programmed to automatic gain control (agc) of 0.5 mv. The right atrial (ra) lead remains in service. No adverse patient effects were reported.